Event description:
Customer reported via product manager - (B)(6) that the ceramics in the trident metal insert broke. As customer reported x-rays show that the part of the ceramics that broke migrated outside of the joint area. According to customer, a revision surgery is needed to correct this and it will be performed on (B)(6) 2012.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.